Event description:
The affiliate reported that the valve was over-tightening and the patient complained of having headaches. As a result, the device was revised.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Additional information has been received from the affiliate stating that the event description should have stated ¿over-siphoning¿ not ¿over-tightening. The investigator stated that this does not change anything in the results as the pressure test passed. If the valve was over-siphoning this would have showed up in the pressure test, as it is, no discrepancies were found. Updated report from ¿over-tightening¿ to ¿over-siphoning¿.

Event description:
On (B)(6) 2014 additional information from the affiliate stated: the ps has advised that the event description should have states "over-siphoning" not "over-tightening". Can you please update your records, including the attached investigation report, and advise if any further investigation is required as a result of this correction.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.